Manufacturer narrative:
Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The technician alleged the bed brakes will not hold. He found worn bearings on the brake block. He replaced bearings to resolve.